Event description:
The suture was used during an abdominal aortic aneurysm (aaa). Reportedly, the suture was used to close the midline incision of the fascia. On 7/14/99 the pt was brought back in for wound dehiscense. The surgeon performed a re-operation and found a 2 1/2" section of the fascia was open. The surgeon claims that the suture dissolved and applied another to correct the condition. The hosp has reported the pt's condition is satisfactory.